Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, criteria for the rv lead integrity alert (lia) were met, the impedance on the rv pacing lead was beyond the expected upper range, the impedance trend on the rv pacing lead was variable, and oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analyst commented, 10 episodes with v-v intervals less than 220 milliseconds between (B)(6) 2016. A 211 ventricular sic since last session 6.575 days ago. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia episodes. Rv pace impedance spikes to 1045 ohms on (B)(6) 2015 and intermittently spikes greater than 1000 ohms thereafter. Rv pace impedance steady at approximately 380.65 ohms through (B)(6) 2015, begins to vary between 342 ohms on (B)(6) 2015 and 1140 ohms on (B)(6) 2016. The full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo and the outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device upgrade procedure, a right ventricular (rv) lead, lead integrity alert (lia) was observed. The rv lead exhibited oversensing with short intervals, and non-sustained ventricular tachycardia (vt) episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.